Manufacturer narrative:
The field service engineer (fse) found that the photometer check showed higher absorbance and the reagent probe had a brown coloration on the tip. The fse checked the gear pump pressure, adjusted the cuvette filling levels, adjusted the photometer, adjusted the sample probe, replaced the reagent probe, and decontaminated the flow paths from the syringe to the sample and reagent probes. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 2 patient samples on a cobas 4000 c (311) stand alone system. Patient 1 had an initial crep2 result of 8.57 mg/dl. The repeat result was 1.64 mg/dl. Patient 2 had an initial crep2 result of 6.39 mg/dl. The repeat result was 0.99 mg/dl. No questionable results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot number is 654879. The expiration date was requested but not provided.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
The service maintenance actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.